Event description:
Medtronic received information that this bioprosthetic valve was explanted two years and nine months after its implant. The reason for explant was not reported. A new valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information and product return were unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the patient health history could be a contributing factor of the demise of the valve. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
Medtronic received information that two of the leaflets were gone and that the valve was "totally trashed." The patient had a history of renal failure, was on dialysis and many factors that went to the demise of the valve. (B)(4).

Manufacturer narrative:
Additional information has been requested. It was not reported whether the explanted device would be returned. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.